Event description:
Reportedly, the instrument was fired but tissue was still connected on each side. The surgeon had to resect the anastomosis in order to remove the anvil from the tissue. Pt status reported as ok. Procedure: low anterior resection.